Event description:
Additional information was provided about the event. The device was in use at the time of the reported problem. The involved physician reported that a patient in an ICU went into vtach/vfib. Approximately 15 minutes prior to this event, the defibrillator had been disconnected from ac power and brought into the patient's room. When the physician went to use the defibrillator, the device would not work on battery power. The device was then connected to ac power and was used to deliver therapy. There was a brief delay in therapy, but the customer reported that there was no impact to the involved patient.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that, following a patient's cardiac arrest, the heartstart mrx defibrillator switched off using battery. There was no negative patient impact. The defibrillator was able to operate in ac.